Manufacturer narrative:
Philips service replaced the flat detector px4700 high speed pack, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that imaging issues occurred due to a defective flat detector on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.